Manufacturer narrative:
The device was returned to olympus and evaluated. It was found that the reportable malfunction of no image from the port of sdi output connector was due to faulty main board and the reason all the front panel leds remained on was due to a faulty board. In addition to the reportable malfunctions, the evaluation found non-reportable malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the video system center had no image from the port of serial digital interface (sdi) output connector and all leds of front panel were always on. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and associated h6 coding. Additionally, the following fields were corrected: e2 (health professional?) - corrected to yes and e3 (occupation) - biomedical engineer selected as incorrectly selected/omitted in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Issue 1 (no image from the serial digital interface (sdi) output connector) - based on the results of the investigation, root cause is consistent with a faulty main board. Issue 2 (all leds of front panel were always on) - based on the results of the investigation, root cause is consistent with a faulty circuit board. Olympus will continue to monitor field performance for this device.